Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2008, the primary surgery was performed with the stem. On (B)(6) 2017, the first revision surgery was performed due to the suspicion of armd replacing cup (stryker¿s product) and head (unk) with new cup (other company¿s product) and head (152190059/d15080899). The second revision surgery will be performed due to infection on (B)(6) 2021 replacing the stem, head and cup (other company¿s product). We create only this pc because it is unknown what implants had been used in the primary surgery and what company manufactured the implants. The stem (134522000/b4taa1000) implanted in the primary surgery and the head (152190059/d15080899) implanted in the first revision are the j&j product. No further information is available. On (B)(6), the secondary revision surgery was performed. In the revision, the cup (stryker's product) and stem was removed, and the cement and cement mold were used and the revision surgery was completed.